Manufacturer narrative:
Continuation of d10: product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 17-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 1mg/ml at .1mg/day via an implantable pump for unknown indications for use. It was reported that during a planned pump site revision, significant coiling and twisting of the catheter was found. Upon checking the reservoir of the pump, 40cc of the drug was removed and only 31cc was expected. It was further reported that environmental/external/patient factors that may have led or contributed included patient compliance and the patient intentionally flipping the pump. Actions/interventions taken included the hcp electing to replace the pump. The 8784 catheter at the pump pocket site was explanted and replaced. There was a portion that was tunneled and connected to the tip section that remained. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was not made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the planned pump site revision was due to the patient requesting the pump be moved more midline.